Manufacturer narrative:
Reported event was confirmed by review of medical records. Revision op note for right hip dated (B)(6), 2018 demonstrated that the patient was revised due to metallosis, pseudotumors, and trunnionosis. The patient experienced elevated metal ion levels, cystic formation and pain. Osteolysis was found around the cup and stem. Further cloudy fluid was obtained. Trunnionosis was found after the head was removed. The stem was well-fixed, and was removed with osteotomy. An inferior part of the bone was also fractured. Cup was removed. New stem, head, liner and cup were implanted. Hip was reduced and found leg length equalization and stable. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 13 years post implantations due to metallosis, elevated metal ion levels, cystic pseudotumors and trunnionosis. During the surgery, a greater trochanteric osteotomy was required to remove the stem. The patient suffered an inferior bone fracture. Attempts have been made and additional information on the reported event is unavailable.